Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information. Corrected the following information: lot# and expiration date, approximate age of device, device manufacture date.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted valve was not returned for analysis; therefore, the source of the reported infection could not be investigated. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review is currently in process.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 5 months due to prosthetic aortic valve endocarditis. Per the op report, intraop tee revealed severe aortic regurgitation with a dehisced aortic valve due to infection. Upon inspection, 2/3 of the valve leaflets with the valve annulus were free from the annulus. The remainder of the valve was removed and another edwards bioprosthetic valve was placed. Tee revealed no perivalvular leak with excellent lv function and excellent valve function.